Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00096 and 1627487-2011-00097. The pt was implanted with an scs system on ipg on (B)(6) 2006, consisting of an ipg and two percutaneous leads. She underwent a surgical procedure on (B)(6) 2006, to replace one of the original leads. On (B)(6) 2010, it was reported that the pt's scs system had previously been explanted due to overstimulation. No devices were returned to the MFR for eval.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however the nonconformance was corrected and the device was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.